Manufacturer narrative:
Argus case: (B)(4).

Event description:
My mother who caused choking. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of choking in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced choking (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the choking was unknown. The reporter considered the choking to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information : the adverse event information was received via (B)(6) interactive digital media on (B)(6) 2021. The consumer reported that, "high cost and in the case of my mother who caused choking. She doesn't get used to it at all".